Manufacturer narrative:
The stapler sheath accessory has not been returned to isi for failure analysis. Therefore, the root cause of the reported failure cannot be determined. A follow up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment of the stapler sheath accessory broke off and fell inside the patient. The broken fragment was retrieved and no harm, adverse outcome or injury was reported. However, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler sheath tore and a small piece fell inside the patient. The fragment was retrieved by the surgeon. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the stapler instrument was in used for approximately 4 to 5 hours before the stapler sheath ripped. The fragment was retrieved laparoscopically using a unspecified grasper instrument.